Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01-nov-2017 with the following findings: moisture was observed behind the display. Two battery compartment cracks were observed. Leak testing revealed battery compartment leaks. Moisture was observed on the pump¿s continuous blood glucose monitor printed circuit board. The display screen was blank; replacement with a test display returned the pump¿s display function to specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.